Manufacturer narrative:
Medwatch sent to FDA on 8/10/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately eight months after injection with one syringe of juvéderm voluma xc in the cheek area, and concomitantly with juvéderm ultra plus xc in the marionette lines, the patient experienced swelling and nodules below the eyes. Healthcare professional noted that the patient "had no adverse reactions at this time from the nasolabial fold areas, but the voluma injected in the cheek area has migrated and formed hard nodules." Patient was treated with injections of vitrase, 5fu and kenalog, and prescribed a medrol dose pak and prednisone. Patient is concomitantly taking protonix, estrogen, progesterone, and diovan hct. Patient has had subsequent injections in the nasolabial folds, with juvéderm ultra xc, and has had no adverse reactions symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 7/8/2016. Concomitant therapies: juvéderm ultra plus xc. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard nodules, swelling and product migrated are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that approximately eight months after injection with one syringe of juvéderm voluma xc in the cheek area, and concomitantly with juvéderm ultra plus xc in the marionette lines, the patient experienced swelling and nodules below the eyes. Healthcare professional noted that the patient "had no adverse reactions at this time from the nasolabial fold areas, but the voluma injected in the cheek area has migrated and formed hard nodules." Patient was treated with injections of vitrase, 5fu and kenalog, and prescribed a medrol dosepak and prednisone. Patient is concomitantly taking protonix, estrogen, progesterone, and diovan hct. Patient has had subsequent injections in the nasolabial folds, with juvéderm ultra xc, and has had no adverse reactions symptoms are ongoing.